Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead had exhibited high pacing threshold measurement and undersensing. The physician performed a surgical intervention and this ra lead was explanted. No adverse patient effects were reported. Should additional information be received, this file will be updated. The event and explant dates provided do not make sense so they were left off of this report.